Manufacturer narrative:
Device returned to manufacturer on may 5, 2011. Evaluation results: the tf3343o device was evaluated by the product evaluation lab in (B)(6) with the following report: "received (1) dual stage venous drainage cannula, model tf3343o. Cannula appeared not used. No visible blood was found on cannula body. The obturator was still attached inside cannula body. The tip section (with drainage holes) was bent and deformed. Multiple cracks were also evident at the tip. The cracks located between the tip opening and the distal drainage hole. An area, approximately 6mmx3mm between the two cracks and drainage hole, was missing from the unit." The tf3343o device was then sent to edwards (B)(4) and evaluated by manufacturing engineering and quality engineering. Customer report confirmed the tip was fragmented and distorted. The part was likely damaged in shipping the extent of the damaged is unknown. Excessive manipulation may have also caused the fragmentation of the tip. The product was manufactured per the correct process. A manufacturing defect could not be confirmed. A device history review of lot 58887991 was conducted and no nonconformities related to the tip of the cannula were observed during the manufacturing process. One nonconformance was observed with lot 5887991 but it was not related to the reported issue. The catheter was likely damaged during shipment the extent of the original damage is unknown. The catheter tip may have been fragmented after excessive manipulation by the customer. The root cause of the original damage cannot be determined. Routine quality data reviews of the venous drainage cannula family of devices do not indicate a quality threshold has been exceeded therefore a CAPA will not be initiated.

Event description:
Customer reported: deformity at the distal end of the atrio-cave canula. An attempt to untwist the cannula resulted in fragmentation of the cannula. No consequences for the patient..